Event description:
It was reported that, "pt experienced acetabular loosening & sub sequential revision of cup & shell only stem not revised. The pt has not had stem revised since initial revision."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested, and if received, will be provided on a supplemental report.